Event description:
It was further reported that the four year follow-up visit indicated continuous aspirin use only. The (B) (6) lab report dated (B) (6) 2009, revealed a 67.58% diameter stenosis in the ramus with timi 3 flow and no thrombus with the notation, ¿in-stent restenosis within the study stent. Target lesion revascularization performed.¿

Manufacturer narrative:
(B) (4)

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt experienced thrombosis. A taxus express2 stent (unk size) was implanted in the ramus. At 1463 days after the index procedure, the pt experienced acute coronary syndrome. The pt underwent pci which revealed restenosis and thrombus with timi 2 flow in the ramus. The pt was transported emergently from another hosp. She had received thrombolytic therapy in the setting of high lateral segment st elevation and ongoing chest discomfort. The pt underwent pci which revealed thrombus with timi 2 flow in the ramus. Mechanical thrombectomy was performed with a non bsc catheter with significant thrombus removed. This demonstrated significant improvement in angiographic flow. The pt was then treated using a 2.5x15mm cutting balloon inflated to 10 atm for 60 seconds and 10 atms for 30 seconds in the ostial and proximal portions of the vessel as well as all the way through the stented segment. Timi 3 flow was restored. The pt was symptom free at the end of the procedure. The pt tolerated the procedure well with no complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.